Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of a loaner set at the mooresville md dc, it was observed that material torque limiting handle 80in-lb was found to be out of drawing specification. The drawing specification is 73 in.lbf ¿ 88 in.lbf. The torque tested high ¿ 89.14 in.lbf. There was no known patient or hospital involvement. The product has been quarantined and is available and is being returned to the repair site. This complaint involves one (1) device. This report is for one (1) torque limiting handle 80in-lb. This is report 1 of 1 for complaint (B)(4).